Event description:
The patient reported having "shocking sensations" when sitting at rest, and that "my heart is beating too fast all the time." The device remains in use. Follow-up has been initiated to clarify the nature of any performance issues. If any additional performance information is received, it will be submitted via a supplemental report. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri52 implantable pacing lead, (B)(6) 2011; 5086mri45 implantable pacing lead, (B)(6) 2011. (B)(4).